Event description:
It was reported by the customer that they had recently replaced the device's battery; however, the illuminated battery icon did not clear, the customer tried a second replacement battery, which resolved the issue. There were no reports of patient use associated with this event.

Manufacturer narrative:
The customer received a new battery and returned the faulty one to physio-control for further evaluation. Physio was able to confirm that the positive pin was pushed in, and although the battery did not seem to have any physical impact type damage, it did appear to have small burn marks as it was making partial contact while attempting to power the device.